Manufacturer narrative:
The full lead was returned and analyzed. The analysis indicated that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the helix initially would not deploy. The physician thought the helix was retracted, but was unable to position the lead. The lead was removed from the patient and the helix was noted to be extended. The physician rotated the helix numerous times, but the helix was not moving. A new lead was used to complete the procedure. No patient complications have been reported as a result of this event.